Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-05897. It was reported the pt lost adequate coverage after falling. Reprogramming attempts to address the issue were unsuccessful. While the pt was being reprogrammed they experienced pain in their back for 20 minutes. It was also reported the ipg can no longer communicate with the programmer. The pt has chosen to deactivate stimulation at this time. X-rays will be taken for further investigation.